Event description:
Customer reported a loss of communication between the panorama central station and ambulatory telepacks, which may have affected telemetry monitoring. No patient injury reported.

Manufacturer narrative:
Company rep evaluated the units and provided customer new transmitters. The transmitters were programmed and tested per factory specifications.